Manufacturer narrative:
Initial reporter phone#: (B)(4). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes couldn't be properly recapped after being decapped. No serious injury or medical intervention reported.